Event description:
It was reported that during a conization, the blade was broken off when the device dropped outside the patient. No pieces fell into the patient. An error 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.